Event description:
It was reported that the customer's insulin pump's display screen is cracked. Customer states that the device has a crack from a prior camping trip and none of the buttons are responding. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 121 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump act and esc buttons did not respond due to corroded keypad traces. Insulin pump was unable to verify failed battery test alarm due to no button response. Insulin pump had no blank display noted. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip and cracked display window.